Event description:
A report was received from a user facility in the USA stating they are having issues with the cassettes becoming blocked during surgery causing a loss of aspiration. There are no serious injuries or reports of permanent impairment related to these events. The facility was unable to provide specific info regarding the dates or number of the events.

Manufacturer narrative:
The devices have been discarded by the customer therefore no evaluation is possible. The lot numbers were not provided therefore a device history review could not be performed.